Manufacturer narrative:
The main component of the system and other applicable components are:product ID: 3889-28, lot# va0e60z, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient stated they had 2 implants placed. Caller stated the last one failed because the lead migrated. Caller stated they were on their 3rd implant. Caller reported the patient was very busy and maybe something the patient did caused the leads to move, that it was possible they caused it. No patient symptoms were reported. No further complications were reported or anticipated.